Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Attempted to use asnis 5 mm and attempted to pass the drill through the guide pin where the drill stuck halfway. Continued to use it as it was, but then stacked several times afterwards. A black relicile came out after removing the postoperative guide pin.

Manufacturer narrative:
The reported event that cannulated drill asnis iii 3.5mm ao fitting was alleged of 'component/device stuck' could be confirmed. Based on investigation, the root cause was attributed to be user related. The most likely root cause is that the wire was bent and could not be properly aligned with drill cannulation. By forcing and continuing to use it, this has lead to drill bit breakage. The device inspection revealed the tip of the drill is broken. Microscopic inspection revealed a brittle fracture: the breakage is due to a torsional overload (too high torque applied). In addition, marks of usages are visible on the device and flutes are blunt. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Attempted to use asnis 5 mm and attempted to pass the drill through the guide pin where the drill stuck halfway. Continued to use it as it was, but then stacked several times afterwards. A black relicile came out after removing the postoperative guide pin.